Event description:
Edwards received information through its implant patient registry that a 3300tfx 23mm bioprosthetic aortic valve, implanted approximately seven (7) days, was explanted and replaced with a 3300tfx 25mm. No information regarding the explant procedure has been provided. The implant operative notes were received indicating there were no intraoperative complications noted and the patient was transferred to the cicu in critical condition with stable vital signs. Patient was cleared for discharge to home on pod-6. There is no information available regarding the explant procedure.

Manufacturer narrative:
It is unknown if this device is available for return and evaluation. Device history record (DHR) review is currently in process. No additional information has been made available about this procedure with the exception of the hospital tissue device tracking report. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up with the hospital, it was learned that this device remains implanted and there was no explant. There is no alleged malfunction or serious injury. The tissue tracking form incorrectly reported a 2nd device for this patient.

Manufacturer narrative:
Additional manufacturer narrative: through followup with the surgeon and the hospital, it was learned there was an issue with the hospital tissue device tracking software. The patient was incorrectly reported as having a second device implanted. There was no second device and there was no malfunction or explant of the initial valve.